Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a meniscal lateral repair the needle on the speedcinch, ar-4502, curved needle (lot number 10048682) ((B)(6)) bent. None of the implants were deployed. Another speedcinch (lot 10048688) ((B)(6)) was used and the tip of the needle also bent. None of the implants were deployed. A third speedcinch (lot 10044185) ((B)(6)) was used with the first implant being deployed, but the tip of the needle bent as the surgeon was pulling the device out of the meniscus. The second implant was not deployed and the first implant was tied down. The surgeon used an inside/out technique with an ar-7223, 2-0 fiberwire meniscus repair needles. It was reported that the patient had a very small femoral notch, which made it difficult to introduce the speedcinch. Nothing broke off inside the patient and the case was completed successfully. No patient injury reported.